Event description:
It was reported that the patients battery was not working as intended and patient had difficulty charging the battery. It was noted that the patient was not able to get enough pain relief. The patient underwent a battery replacement procedure and was doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.